Event description:
It was reported that a patient was experiencing sleep apnea and it was potentially related to vns. The physician asked what information was available regarding sleep apnea. No further relevant information has been received to date.